Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device following an unspecified procedure. It was reported that the physician had "felt a problem going in" and that possibly a crack occurred during the attempt to initially insert the device. The device was removed. The arteriotomy was dilated up to an 8 fr. Sheath. The device was reinserted and reported to "go into the artery easily." It was reported that the physician "felt something wrong" when deploying the foot. The physician then parked the foot. When attempting to remove the device, a loud "pop" was heard. The device could not be removed. The arteriotomy and the device were reported to be in the common femoral artery. A vascular surgeon was consulted. The patient was taken to surgery for device removal. The surgeon stated the patient had a "tough groin." The patient was reported to have recovered without further sequelae.

Event description:
Received the following new add'l info from medical records. The procedure performed in 2002 was a cardiac catheterization and stent to the saphenous vein graft to the diagonal, which was 99% stenosed and reduced to 0% post stenting. The surgeon's report for the device removal stated the following "the device was coming out of the anterior surface of the common femoral artery in the proper location. There was a great deal of fibrotic tissue surrounding this area secondary to multiple catheterizations and perhaps inflamed lymph nodes. The dissection was quite difficult because of the fibrotic tissue. It was a thick walled common femoral artery with moderate calcification. A patch angioplasty of the right femoral artery with hema-carotid patch was performed. There was a palpable pulse distal to the repair. Hemostasis was assured." The pt was discharged in 2002 with "good" pulses to the extremities.